Manufacturer narrative:
The device has not been received for evaluation yet. Therefore, a failure analysis is not available and co is unable to determine if the device met its' specifications. Should further details become available, a supplemental medwatch report will be filed under the appropriate sequence number. Our directions for use, outline appropriate placement, access and maintenance procedures. See scanned page.

Event description:
A radial jaw was used for diagnostic purposes. During the procedure, only one side of the cup would open as a result of a broken pull wire. The procedure was completed with another device.